Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic rectocele and urge incontinence. It was reported that the patient had the concurrent procedures of cystoscopy and bladder hydrodistention performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (08/04/2016). It has been reported that following insertion the patient experienced urinary frequency and incontinence.

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency and incontinence.

Manufacturer narrative:
Date sent to the FDA: 11/23/2016. It was reported that following insertion the patient experienced vaginal and pelvic pain, interstitial cystitis, and bladder spasms.

Event description:
It was reported that following insertion the patient experienced vaginal and pelvic pain, interstitial cystitis, and bladder spasms.

Manufacturer narrative:
It was reported that the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, and other. It was reported that the patient underwent excision of vaginal lesion and mesh removal on (B)(6) 2012. It was reported that the patient underwent vaginal mesh excision and posterior repair revision on (B)(6) 2015. (B)(4).